Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿IV infusion free flowed on alaris pump".